Event description:
Returned device analysis identified a suture separation.

Manufacturer narrative:
The suture mediated closure (smc) system was returned for analysis. The unidentified malfunction was determined to be a material separation of the suture. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of any difficulty cannot be determined due to the condition of the device and insufficient information. The subsequent treatment appears to be related to the circumstances of the procedure. Based on the returned device analysis it is possible that a suture retrieval issue occurred with the device based on the noted suture separation, however, without any additional information the cause cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that a malfunction occurred with two prostyle devices relative to an unspecified procedure. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number. B3: estimated date of event.